Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic appendectomy. According to the reporter: the customer reports that the bottom of the bag broke while removing the bag from the port. The surgery was not extended beyond 30 minutes and there was no ill effect to the patient. No sample. The sample was discarded by the customer.